Event description:
Pt reported that she experienced the infusion set tubing breaking at the luer lock. The pt stated that her blood glucose values were not affected by this event. The infusion set tubing was changed. No medical assistance was required. No product is being returned as this event occurred in 01/2006.